Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no failed battery test and weak battery alarm noted. Pump received with broken battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had battery issues. Blood glucose was unknown at the time of incident. The customer stated that he inserted a new battery and received weak battery alert also noticed that there is a chunk missing at the battery threads and crack on seam of the case. Customer also mentioned that he received a failed battery alarm. Advised customer that weak battery alarm will occur prior to failed battery alarm. During troubleshooting for failed battery test, it was found that battery contacts were not missing or damaged. Neither battery compartment nor spring were damaged or corroded. After troubleshooting and cleaning battery cap contact with alcohol, customer reports that he received failed battery alarm recurs. Advised customer to discontinue use of insulin pump and revert to back-up plan. Insulin pump is being replaced and is expected to return for analysis.